Manufacturer narrative:
This report is being submitted to update section h11, UDI information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted lead. During the procedure it was noted that the lead did not provide the proper pacing, therefore the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted lead. During the procedure it was noted that the lead did not provide the proper pacing, therefore the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.